Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump had unspecified insulin pump error as well as insulin pump was not working. Customer¿s blood glucose level was unknown. Customer stated that he did not want to listen to the 70's music. Troubleshooting was performed. The insulin pump will not be returned for analysis.